Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: and confirmed that the silicone housing was broken; this could be due to a sharp or pointed object coming into contact with the silicone housing. The siphon guard was not retuned with the valve. Review of the history device records confirmed the valve product code 82-3162, with lot cpfcfk, conformed to the specifications when released to stock on the 11th june 2013. The root cause of the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I heard back from the clinician and the sg was detached from the valve and that is why it failed. I know we had this issues several yrs ago and they changed the mfg process on how they attached sg. Please have a letter sent to me explaining what they find. My guess is this was one of the old lot #s that had this issue. Per complaint, event did not occur intra operatively, did not delay surgery over 30 minutes. On 8/20/2015: per rep no adverse consequences.